Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) was alarming with a blood detected message along with a leak in iab circuit alarm. The blood detected message quickly stopped but the leak alarm continued several more times. There was no visible blood in the helium tubing and the iabp is currently functioning with no further alarms. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact : (B)(4).